Event description:
It was reported that a device was used during an unknown procedure. The device stapled but did not cut. It is unknown how the case was completed of if there were consequences to the patient.